Manufacturer narrative:
(B)(4). Additional information received on 13 mar 2023 states that there was no patient injury. Additional information received on 04 april 2023 states that "[they] did not notice any packaging issues upon receipt of the product". The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned unit was a representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the staples appeared properly aligned. The packaging of the returned sample was observed to be damaged. CAPA 387 was opened to further investigate this issue. The customer was contacted, and the customer reported that they did not observe this issue. For this reason, no additional complaints were created. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad without re-opening. The stapler was returned with 40 staples remaining in the cover block. Per DHR the product visistat 35r 6/box lot # 73j2200727 was manufactured on 09/27/2022 a total of 15,003 pieces. Lot was released on 10/12/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev02, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there was only a representative sample that was returned and there were no functional issues found with the device. The reported complaint of "failure to function - staple re-opens" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples came out of patients.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
Reported issue: the staples came out of patients.